Event description:
It was reported that the patient¿s stimulator was unable to be charged. It initially was charging fully, but then incrementally would only charge to ¾, ½, then ¼ full. It then would not charge the stimulator at all. This had been occurring for several months. The patient's recharging would not recognize his stimulator. When troubleshooting was done on the recharger, it was found to be uncharged. The patient was advised to fully charge the recharger and then try to charge his stimulator. The patient also stated that the issue began when he started going through the airports. No clear allegation of electromagnetic interference was given. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).